Event description:
It was reported from (B)(6) that there was an issue with the device controls of the compact air drive device. The reporter stated that the top switch /button of the device was stuck and did not move. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Upon further investigation it was found that the incorrect product code (511.701) and brand name were inadvertently entered into the initial medwatch report. The correct product code (511.700) and brand name (cad) have been entered into this medwatch report. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the top button of the compact air drive device is stuck was confirmed. An assessment was performed and found that the device was generally worn out. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The date of manufacture was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.